Manufacturer narrative:
It is unknown under which circumstances this event occurred and it is unknown whether a patient was involved or if there was any harm or injury. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because information was received from a cardiosave pms survey and no additional information provided on this complaint event.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) help screens are sometimes not so easy to understand, especially for assistants who have only recently or not yet been fully trained.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.